Manufacturer narrative:
The sample device was returned to argon on 4/10/2020. Investigation is ongoing. A follow-up report will be provided once it is completed.

Event description:
Performed biopsy and as pulled out noticed barb sticking out side of needle which caused some bleeding.